Event description:
It was reported that it was unable to charge the battery when the device was being connected to the main power.

Manufacturer narrative:
The returned device was evaluated to determine the cause of the reported failure. The reported complaint was confirmed during the evaluation due to a defective dc inlet. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.